Event description:
Information received regarding the explanted device notes 291 ohms lead impedance. Sensing was at 3.5 mv and capture thresholds were >2.0 v. Due to the patient's fragile health, the physician elected to leave the lead implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received